Manufacturer narrative:
The device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The exact cause of the reported needle did not retract could not be determined.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values dropped to 68 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.